Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vaso view hempro vh-3500 coating came off and fell into patient's body. Harvester was able to remove the contents of the coating from patient using a clamp to remove it from the leg cavity. All pieces were retrieved safely through original incision site. The power setting was 2.5. A new device was opened to complete the procedure without further issue. There was no procedural delay. There was no patient injury.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08-may-2024. An investigation was conducted on 17-may-2024. Signs of clinical use and evidence of blood was observed. Charred material was observed on the intact heater wire. There were no visual defects observed on the intact gray hot jaw insulation. The gray cold jaw insulation was observed to be completely peeled and detached from the cold jaw, exposing the metal portion of the cold jaw. The detached gray silicone insulation was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000376132 history record review was completed. There was one (01) ncmr identified which has no relation between the batch manufacturing process and the reported failure. The ncmr was related to the non-conformance of cannula. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.